Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
This report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2019-04480 and 3005099803-2019-04481 for the associated device information. It was reported to boston scientific corporation that a sensation medium oval flexible snare was used in the colon during a polypectomy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the snare failed to cut through a large polyp on a stalk. Minutes prior, the same exact snare had cauterized and worked well on a polyp. Equipment troubleshooting was performed. However, the snare became stuck, so the operator needed to cut the device and it was removed from the polyp with forceps. Reportedly, there were no issues with the cautery pin. A second sensation snare was used, however, the same issue occurred. The procedure was not completed and the patient was referred to surgery to have the polyp removed. A follow up colonoscopy one year after surgery was also scheduled. The patient's condition at the conclusion of the procedure was reported to be stable.